Event description:
It was reported that a patient alert was triggered due to high pacing impedance in the right ventricular lead and that there has been a steady rise in impedance observed. The lead alert was reprogrammed and continued monitoring is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The impedence rose from ~380 ohms on (B)(4) 2011 to ~2000 ohms the week of (B)(4) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.